Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 9092784. This is the 1st related complaint for needle missing npe on lot # 9092784. Investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogs during injection and the needle is missing at the non patient end. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles are clogged during use and the needle was missing at the non patient end. The following information was provided by the initial reporter: material no: 320122 batch no: 9092784. It was reported needle clog during injection and needle missing at non patient end, does not re-use, does not prime. Verbatim: consumer reported needle clog during injection and needle missing at non patient end, does not re-use, does not prime.